Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR), the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis: the investigation confirmed the complaint as valid: fault was confirmed; the handpiece was heating, no amplitude, no stroke, no signal, transducer faulty and the coilform pin was damaged. Our records show that this product has been in the field for 11 years with a history of one annual service. Root cause: the root cause is confirmed as transducer and coilform failure after 11 years in the field without proper routine service. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) was heating during operation and has no frequency. No information on patient involvement, injury, or surgical delay is available.